Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 500 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. The customer was treated with insulin intravenous drip and manual injection. The retainer ring was missing. The insulin pump will be returned for analysis.